Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-04845, 3006705815-2023-04844. It was reported that the patient was experiencing discomfort at the site of their scs ipg. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and the pocket was changed from the left low back to the left abdomen/side area. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.